Event description:
The lead was returned with no information. Upon follow-up, the health care professional indicated the patient received an upgrade and the lead "must have been an implant attempt". No additional information was available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood in/on the helix mechanism. The device is part of the advisory for this model.